Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, alarms for "helium loss" and "unable to refill" occurred. As a result, the iabp was exchanged and the patient was repositioned. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No parts were returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss and unable to refill alarms is confirmed based on photos of the recorder strip submitted with the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, alarms for "helium loss" and "unable to refill" occurred. As a result, the iabp was exchanged and the patient was repositioned. There was no report of patient complications, serious injury or death.